Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inratio: 3.8. Date: (B)(6) 2010, inratio: 1.3. Pt's coumadin dose was adjusted on (B)(6) 2010.

Manufacturer narrative:
No data analysis will be performed for inratio inr results provided by the customer since time between tests exceeded three hours. Three hours is considered a reasonable length of time between two readings in order for the comparison test to be valid. No product is expected to be returned. No further investigation required. (B)(4). No corrective action required at this time as no product deficiency was established.